Event description:
It was reported that a motor rate error was displayed. The motor was changed, and the error remained. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were broken/removed from the bottom case and plunger assembly. The technician found a crack on the battery door and right plunger case, pump on the dirty side otherwise no appearance of any physical damaged on pump. The pump event history found a motor rate error during occlusion test. The technician found a combination of motor bracket, worm gear, worm coupling, leadscrew and clutch halves were found old, dirty and worn out. The root cause was normal wear and pump is over 10 years old. The technician replaced the motor bracket, worm coupling, worm gear, delrin washer, leadscrew and clutch halves. Performed occlusion test which passed.